Manufacturer narrative:
Failure analysis noted that the pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. There was no display ramping on its own anomaly. There were no traces of moisture noted at the electronic or motor assemblies. The pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 153 mg/dl at the time of incident. The customer stated that he got his pump wet and it alarmed button error that he was unable to clear. He stated that he tried using the pump again but the buttons were acting funny. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.